Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The device underwent an external/internal visual inspection with no abnormalities noted. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device also passed temperature verification testing. Upon conclusion of the investigation, the reported event could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice had over heated the solution bag during peritoneal dialysis therapy. The registered nurse (rn) stated the home patient (hp) took a shower to cool down. The rn stated the comfort control was set to the default 36. The technical service representative arranged for the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.